Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original box labeled batch with wire loaded. The unit returned has catheter kinked, as part of overall visual revision. The returned device matches with upn provided by the customer. A damage was observed on the guidewire exit port assembly. Kinks were observed in the sheath assembly from femoral marker to the proximal end. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the imaging catheter became stuck with the lesion. The stenosed target lesion was located in the proximal left anterior descending (p-lad). During a procedure, an opticross(tm) 6 imaging catheter was used to visualize the vessel. The opticross6 ivus imaging catheter was then re-advanced on the non bsc wire and down the vessel to assess the newly placed stent where it was demonstrated to have excellent apposition and expansion along its entire length. Several stent sizes were selected and then successfully deployed to the p-lad. The stent selected for that region was a 3.00 x 24mm synergy mr where it was dilated at the following pressures and times. First inflation was performed at 15 atmospheres for 35 seconds, second inflation was performed at 13 atmospheres for 25 seconds, third inflation was performed at 16 atmospheres for 35 seconds and the fourth inflation was at 16 atmospheres for 25 seconds. Removal of the catheter was then attempted where the catheter demonstrated resistance in its ability to be retrieved from the patient. The guide wire would move independently of the catheter but the catheter itself would not come back. It was then decided that an additional non bsc wire would be placed down the vessel, a non bsc guide catheter and several inflations with a small diameter pcta balloon catheter were made along the distal shaft of the opticross6 ivus imaging catheter. Following which the opticross6 and non bsc guide wire were then successfully removed together from the patient. Post procedural angiograms was then taken demonstrating, no subsequent issue and an excellent angiographic result. The patient left the room pain free. The procedure was completed with this device and there is no complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the catheter was not stuck in the lesion, the catheter became stuck on a non-bsc guide wire.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the imaging catheter became stuck with the lesion. The stenosed target lesion was located in the proximal left anterior descending (p-lad). During a procedure, an opticross(tm) 6 imaging catheter was used to visualize the vessel. The opticross 6 ivus imaging catheter was then re-advanced on the non bsc wire and down the vessel to assess the newly placed stent where it was demonstrated to have excellent apposition and expansion along its entire length. Several stent sizes were selected and then successfully deployed to the p-lad. The stent selected for that region was a 3.00 x 24mm synergy mr where it was dilated at the following pressures and times. First inflation was performed at 15 atmospheres for 35 seconds, second inflation was performed at 13 atmospheres for 25 seconds, third inflation was performed at 16 atmospheres for 35 seconds and the fourth inflation was at 16 atmospheres for 25 seconds. Removal of the catheter was then attempted where the catheter demonstrated resistance in its ability to be retrieved from the patient. The guide wire would move independently of the catheter but the catheter itself would not come back. It was then decided that an additional non bsc wire would be placed down the vessel, a non bsc guide catheter and several inflations with a small diameter pcta balloon catheter were made along the distal shaft of the opticross 6 ivus imaging catheter. Following which the opticross 6 and non bsc guide wire were then successfully removed together from the patient. Post procedural angiograms was then taken demonstrating, no subsequent issue and an excellent angiographic result. The patient left the room pain free. The procedure was completed with this device and there is no complications reported.